Event description:
Pharmacy reported an advantage patient result of 165 mg/dl from a finger stick sample. Lab result from a venous sample drawn at the same time, reported 60-75 minutes later, was 89 mg/dl. Patient is not a known diabetic, was treated with an IV of saline for dehydration brought on by diarrhea and vomiting due to stomach virus or flu. No adverse event reported relative to this discrepancy. A request was made for the return of the system, replacement was sent.